Event description:
It was reported that a pt underwent a procedure in the catheterization laboratory on an unk date and a suture was used. During the procedure, the needle broke. No additional info was provided.

Manufacturer narrative:
(B) (4) conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.